Event description:
Caller reported a cartridge alarm 20 that occurred during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Cts confirmed consecutive cartridge alarms and resolved to replace the pump. Caller did not have backup therapy and was advised to contact their healthcare provider. Cts provided instructions for storage mode and return of the defective pump, and caller acknowledged these steps. The replacement pump was sent, and the caller was instructed to return the problematic pump within 10 days using a prepaid label.